Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a drill bit breaking inside the patient while drilling and using a droper 2.0 locking drill sleeve. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Placeholder.